Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of intimal dissection, thrombosis and death are listed in the graftmaster rapid exchange coronary stent graft system, domestic instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the after deployment of a non-abbott drug eluting stent in the proximal left anterior descending (lad) a perforation was observed. The 4.0 x 19 mm graftmaster covered stent was deployed successfully sealing the perforation. After placement of the graftmaster stent pericardiocentesis was performed successfully. The patient was intubated for respiratory distress. Access was obtained via the right common femoral artery and a repeat angiography revealed a retrograde spiral dissection into the ostial of the lad to the left main artery causing impairment of flow into the lad and causing thrombosis/occlusion of the graftmaster stent implant. The spiral dissection was treated with the placement a drug eluting stent. Aspiration thrombectomy was then performed on the proximal and mid - distal lad and flow was restored. Despite the above measures a pulseless electricity activity ensued and could not be reversed. No further treatment was performed and the patient died. The cause of death was cardiogenic shock. No additional information was provided.